Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an isolated out of range (oor) shock impedance measurement. Boston scientific technical services (ts) reviewed the patient's stored data and found the pacing and shock impedances had been rising for a few weeks prior to the oor measurement. The pacing impedance is still in range, but trending upward higher values. However, a change in the thoracic impedance trend was also noted; which suggests the changes are related to the patient condition rather than lead issue. Ts suggested checking the patient in clinic. The information was shared with the clinic. At this time, the system remains in service and the patient will be monitored on latitude for any further alerts. No adverse patient effects were reported.